Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005471919.

Event description:
End user reports "the coude tip is just not aligned with the fin on the funnel. He said they are off by 90 degrees in most instances for this defect mostly to the left and rarely to the right when he notices this defect. He described it for the ones defected to the left as the fin is at the 9pm mark on a clock if he is holding the catheter straight down with coude tip facing him." He also states "about 3 weeks ago he used one with this defect he did not notice prior and said he had a "lot of bleeding" with that cath. Bleeding stopped quickly without intervention but has been aggravated with subsequent caths - since then, he reports bleeding off and on as he caths moreso if he uses one that is only slightly misaligned - (less than 90 degrees)- as he feels it breaks off the scab that has formed inside as he notes scab material and older dried blood coming out as he caths off and on these past 3 weeks and still occurring now. He said he relies on the fin on the funnel to guide in the coude in correctly when it is in him and he really has a hard time seeing that blue line at all to keep it to the sky. He said it blends in as the light hits the catheter and relies on the feel of the fin on the funnel to guide coude tip in correctly." End user was advised he should see an md regarding his recent on and off again bleeding for 3 weeks with cathing and he said he plans on doing that. He was also advised not use anymore with the misalignment and he should check them visually prior.